Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump alarmed for a loss of prime after resuming delivery from the suspended state. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/30/2015-product analysis:the device was returned and evaluated by product analysis on 03/16/2015 with the following findings:the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed loss of prime alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. The pump was suspended for 15 minutes without a loss of prime occurring. No damage or defect was found to the force sensor circuit.